Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient experienced a line block alarm during infusion, and a 20-degree bend was observed at the tip of the cannula. When the patient attempted bolus programming, the alarm recurred. There was patient involvement with no harm.